Event description:
Customer reported that while transferring antibiotics into a viaflo bag, the transfer needle broke and was stuck into either the vial cap or the viaflo injection port. There was no patient involvement. No patient injury or medical intervention occurred. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation, therefore, the reported condition could not be confirmed or duplicated and the root cause could not be determined. Batch review was conducted and no deviations where observed. (B)(4).